Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the loop catheter and a non-medtronic guidewire were inserted into the left atrium and fluoroscopy was used to confirm the non-medtronic guidewire was bent. It was also reported that the non-medtronic guidewire stuck inside the loop catheter and would not move. The loop catheter and non-medtronic guidewire were removed from the patient and it was observed that "something like a fibrin clot" was attached to the non-medtronic guidewire. The non-medtronic guidewire was replaced with a different non-medtronic guidewire which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: three image files were returned and analyzed. The first image showed a red clump that is consistent with the reported fibrin clot. The second and third images showed a kinked guidewire. In conclusion, the reported fibrin clot on the catheter was observed during device data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.